Event description:
The customer called to report a blank display. Troubleshooting was performed and the display returned momentarily. The display went blank again after pressing the act button. The customer later called back stating that the problem continued. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.